Event description:
It was reported that the user experienced elevated blood glucose beginning the prior day while using the ilet system, with a fingerstick of 313 mg/dl and an ilet reading of 381 mg/dl; the user performed multiple supply changes, noted redness at the infusion site, completed another supply change with assistance, tested negative for ketones, and glucose trended back into range after the supply change. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undetermined device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.